Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had no symptoms treated with the insulin pump. Troubleshooting was not performed for the high blood glucose. Mother states the customer had issues with the set sticking to the body. The product was not returned for analysis.